Event description:
The right knee was done in 2003. The left knee was done six mos later. The left knee was painful and very problematic from the day it was outfitted with the zimmer device. Pt made numberous visits back to the surgeon who insisted that there was nothing appearing on x-rays that showed the device was loose. The surgeon kept advising pt to use warm soaks.